Event description:
The manufacturer received information alleging a variation in the ventilator's pressure was observed. There was no harm or injury reported. The device was not returned to the manufacturer for evaluation. The customer confirms the device's software has been upgraded to address the issue.

Manufacturer narrative:
Device evaluated by the customer.